Event description:
Harmonic generator display said "activate" and then "replace device". Generator was switched and displayed same messages. Handpiece was then switched along with the generator. But the same message displayed. Device was unplugged and re-plugged in to no avail. Eventually we used a harmonic device to finish the fallopian tissue. When moved to other tissue and picked up the enseal device, it worked on the different tissue. Manufacturer response for enseal, (brand not provided) (per site reporter): rep will be here next wednesday to discuss/review device.